Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level was over 600 mg/dl at time of incident and treated with manual injections. Customer reported that they feel okay to troubleshooting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they had contacted their health care professional regarding the high blood glucose. Customer did not allege insulin pump was under delivering. Customer stated that the drive support cap appears normal. Customer reported that the insulin exited at the quick release. Customer stated that they performed the high pressure test and test result was passed. Customer stated that they performed displacement test and test result was no reservoir. Customer stated that they noticed air bubbles in the tubing and reservoir during troubleshooting for high blood glucose. Customer stated that the approximate size of air bubbles was about a half in. The insulin pump and reservoir will not be returned for analysis.